Event description:
Error code 800.8000 on pcu unit. It was reported there was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: error code 800.8000 on 8015 bd unit. Technical support - 1. Error code 800.8000 on 8015 bd unit software fault error 2. Re-flash software on unit use asm software. 3. If flash fails units has to come in for services repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/05/2018 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - re-flash software on unit use asm software. The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced h3 other text : no product returned.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: error code 800.8000 on 8015 bd unit. Technical support - 1. Error code 800.8000 on 8015 bd unit software fault error 2. Re-flash software on unit use asm software. 3. If flash fails units has to come in for services repair. A review of the device history record for (B)(6) was performed from date of manufacture 07/05/2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - re-flash software on unit use asm software. The customer¿s reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced

Event description:
It was reported that the alaris pc unit displayed an error code 800.8000. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the alaris pc unit displayed an error code 800.8000. There was no patient involvement.